Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro chemistry analyzer, and did not identify any malfunction of the system. The fse believes the issue was caused by a pre-analytical sampling issue as he observed evidence of fibrin on a sample, however, this cannot be conclusively proven. Fse proactively cleaned the ise (ion selective electrode) module. The fse also proactively replaced the carbon bridge and performed necessary alignments. No further issues were reported. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported their dxc 600 analyzer generated erroneous low sodium (na) for three (3) patients and erroneous high alanine aminotransferase (alt) result for one (1) patient. The results were released from the laboratory and were later amended. There was a change to patient treatment for one patient as a result of the erroneous high alt result. The patient was treated with magnesium. The administered dose of magnesium is unknown, and the outcome of the patient was not provided.